Event description:
The patient reportedly experienced intermittencies. Programming adjustments were made and external equipment exchanged; however, this did not resolve the issue. Revision surgery is under consideration.